Event description:
Healthcare professional reported post implantation of seri on (B)(6) 2014 during revision augmentation surgery, pt presented on (B)(6) 2014 with a right side infection. Physician stated the event is not considered device-related, however, the specific cause of the infection is unk. Medical treatment included antibiotics. Seri and the concomitant saline device were both explanted and discarded on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The explanted device was discarded and is not available for return. Therefore allergan will not receive it and no analysis or testing will be done. The event of infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.